Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasions were noted at 46.7-47.0cm and 48.1-49.3cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to external insulation abrasion were noted at 39.2-42.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 7.2-9.3cm and 7.2-14.5cm from the distal tip. Internal insulation abrasions were noted at 17.0-18.1cm and 33.0-34.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.